Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they are developing periodontal disease and should not be wearing aligners. Their dentist repaired a crown, and positive for gingival swelling and inflammation. Patient advised to continue to brush/floss daily. Flush with peridex for gingiva. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.